Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure, the surgeon experienced difficulties using the ilm forceps. Multiple forceps were used due to the forceps not functioning as intended. Due to the reported event surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, one 23 gauge disposable micro-forceps ilm was received for investigation. As received, the instrument was in an outer blister only. Visual inspection revealed that the tip of the forceps was severely damaged (bent). Also, quite a lot of surgical residue (i.e. Tissue and crystallized bss residues) was found on the tip. In fact, the material was wedged between the beaks and the shaft of the forceps. Due to the instruments poor condition, it could not be subjected to functional testing. Hence, the reportedly compromised movement could not be confirmed. It is known that abundance of surgical residue between the beaks and he shaft of the forceps prevents proper movement during use. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. Based upon the investigation performed the findings did not lead to a clear conclusion regarding the cause of the reported adverse event.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.remedial action/corrective action/preventive action/field safety corrective action (fsca) is not deemed. All similar incidents on the forceps related to the failure mode as reported sc-movement-prolonged are included in the analysis. In total, more than 260230 products were distributed since 2018. Required.

Event description:
We have been informed that during procedure, the surgeon experienced difficulties using the ilm forceps. Multiple forceps were used due to the forceps not functioning as intended. Due to the reported event surgery was prolonged > 30 minutes. No report that actual patient harm occurred.